Event description:
The customer requested to return sealed product for credit, indicating the reason for the return is "doctor does not like." Add'l info was requested in order to clarify this statement. The customer reported that a cook endoscopy tri-clip was used during an esophagogastroduodenoscopy (egd) for a pt with a gi bleed. When the clip was closed onto the site, the prongs of the clip tore the vessel and it continued to bleed. Hemostasis was established with injection therapy and electrocautery. No add'l medical treatments were required. The pt was reported to be in good condition. See add'l info.

Manufacturer narrative:
Eval: we are unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for eval. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be determined. Conclusions: we were unable to conclusively determine a cause for this reported observation because the device was not returned for eval. Due to a variety of clinical conditions such as pt anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of device usage. While these are not the sole determining factors of product failure, this limits our ability to conclusively determine the cause for this reported observation. However, we can provide the following comments: the instructions for use instruct the user to advance the clip spool toward the distal end of the handle assembly until the prongs of the clip begin to compress onto the tissue. The instructions also caution the user that the farther the clip spool is extended, the tighter the clip will grasp onto the tissue. Then, the user is instructed to release the clip from the deployment device by slowly pulling the clip spool toward the backstop. If the clip deployment device was moved before the clip had been released, this may have contributed to tearing of the tissue site. Corrective action: no corrective action warranted at this time because this report was unable to be verified and may be related to product handling conditions. Prior to distribution, all tri-clip endoscopic clipping devices are subjected to a visual inspection to ensure device integrity.